Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the remaining portion of the lead was explanted and the arterial puncture was surgically repaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead was accidentally placed in the left ventricle via the left subclavian artery. The left subclavian artery was accidentally punctured as a result. The lead was partially explanted, and a portion remains in the artery. No further patient complications have been reported as a result of this event.